Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received info that this right ventricular lead exhibited noise and oversensing along with pacing inhibition, but it was more prominent on the right atrial lead. No asystole observed. Multiple types of events were noted but were not identified. The device was programmed doo after noise was discovered when patient was in the hospital. Boston scientific technical services discussed electromagnetic interference and lead issues but wanted to get more info and device testing. Additional info indicated that the field rep that the device was left in doo and patient was sent home. No other info was given. Subsequently, the cause of observation was not identified. This lead remains in service. No adverse patient effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.